Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini tray 1.17 in drawer had failed to open and appeared to be stuck. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) inspected the face of the I-18 mini drawers. The right-side trim piece on the bottom row was found to be pinched inward, which prevented drawers from opening correctly. After adjusting the front faceplate trim on the individual mini drawers, the fse logged into support mode and launched the hardware testing application (hta). All mini drawers were successfully tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini tray 1.17 in drawer had failed to open and appeared to be stuck. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.